Event description:
It was reported that the device had a stripped rear rotation knob. No patient involvement was reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements.